Event description:
It was reported that a left bundle branch block (lbbb) lead was implanted due to difficulty in reaching coronary sinus artery. It was noted that after every 10 beats, the device labeled the rhythm as premature ventricular contraction (pvc). It was later determined to be noise from the lbbb lead to the right ventricular (rv) coil. Technical services (ts) agreed with this possibility, especially if the ring electrode on the lbbb lead was in close proximity to the distal coil. Ts also reminded that the device sense to the entire distal coil and also discussed the possibility of air coming through the seal plug. Ultimately, the right ventricular (rv) lead was repositioned and the situation resolved.